Manufacturer narrative:
The explanted evoke scs system was discarded. The cause of the lead migration could not be established. Lead migration which may result in undesirable stimulation changes and may require surgery (including revision, explant, and replacement) as a result, has been listed as a potential risk in evoke scs system surgical guide.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in therapy coverage. An x-ray was obtained which revealed migration of both leads. The evoke scs system was explanted.